Event description:
During a procedure the device broke when the surgeon attempted to implant during a l4-5 laminectomy with fusion. All pieces were removed and the pt did not experience any harm.

Manufacturer narrative:
The operating surgeon stated that he used an implant that was too large for the collapsed disc space and in his opinion this is why the implant broke. No product was returned; so, therefore the implant could not be inspected.